Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was discovered to have been explanted and replaced with another lead when the patient came in with complaints of diaphragmatic stimulation. This lead had dislodged one day post implant. Should additional information become available this event will be updated.